Event description:
I want a refund for the repeated delays and complete lack of explanation behind them, as well as being sent retainers that bent my teeth to the point where ten weeks of progress were completely undone. I will accept a partial refund of what I paid in the form of (B)(6) in order to put the money towards dental work elsewhere. There is a company in (B)(6) I may consider to finish this job. I gave this company this information several months ago, and then they said that they were working on making my refinements. After that, they got in hot water with the FDA. After that, I checked up on this for weeks afterwards. These photos have been sent before all of this even happened. I do not understand why the ones sent before byte entered a dispute with the FDA cannot be used. Thank you for your response. If they are working on my upper refinements (yippee!), does that mean that byte is no longer in trouble with the FDA? Dear (B)(4), thanks for getting back to me so quickly. I highly appreciate your time and effort. When would it be reasonable to ask byte for some of the payment back if this goes on? At this rate, it's been a while to the point where I don't see it being resolved in the future between byte and the FDA. I would like to have that partial in order to scoop on this and resume elsewhere. If you do insist I wait, I would at least like a timeframe.